Event description:
The account alleged the bed exit had intermittent function. No pt impact.

Manufacturer narrative:
The account stated the bed exit tape switches look compacted. The account replaced the bed exit tape switches to resolve the issue.